Event description:
It was reported that while the patient was having an ablation, the device gave an alert of rvtip to rvcoil impedance at "zero". After that, the alert was not seen again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.